Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The following technical errors have been noticed: turbine module communication error, power errors and o2 evacuation fan error. According to received service report, the inspiratory channel printed circuit board (pcb) and control printed circuit board were identified as defective. The inspiratory channel pcb is a connector board for the inspiratory section. Inspiratory pressure transducer pcb is mounted onto inspiratory channel pcb. The ambient air temperature and humidity sensor is located on inspiratory channel pcb. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. Moreover, inspiratory channel pcb includes connectors for: o2 gas module and turbine module, inspiratory flowmeter, o2 cell, safety valve and o2 evacuation fan. Control printed circuit board controls processor for the inspiratory and expiratory valves. The root cause to why the parts failed has not been established as neither the device's log nor the claimed parts were available for further analyze.

Event description:
It was reported that the ventilator generated a technical error codes indicating a power error and turbine error. There was no patient harm. Manufacturer's ref. #: (B)(4).